Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Pt. Scheduled for right revision hip. Res mod 115 stem, 19+20 cone body replaced accolade 1 size 2 femoral stem.36 metal head removed in conjunction with 36 elevated rim ploy insert. Original acetabular cup remained in patient. Converted 36 elevated poly liner to mdm shell/liner with 28+4 biolox ceramic head. Metallosis could be evident based off incision exposure of hip joint tissue/bone and wear on femoral implant neck trunnion.

Event description:
Pt. Scheduled for right revision hip. Res mod 115 stem, 19+20 cone body replaced accolade 1 size 2 femoral stem.36 metal head removed in conjunction with 36 elevated rim ploy insert. Original acetabular cup remained in patient. Converted 36 elevated poly liner to mdm shell/liner with 28+4 biolox ceramic head. Metallosis could be evident based off incision exposure of hip joint tissue/bone and wear on femoral implant neck trunnion.

Manufacturer narrative:
Reported event: an event regarding wear/metallosis and abnormal ion level involving a metal head that was mated with an accolade stem was reported. Wear/metallosis was confirmed via clinician review of the provided medical records. Abnormal ion level was not confirmed . Method & results -product evaluation and results: the stem trunnion is worn. Damage consistent with loss of taper lock. Damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. This has been documented as part of CAPA. No further material analyses were performed. -clinician review: a review of the provided medical information by a clinical consultant indicated: conclusion of assessment: a revision surgery was performed for metallosis with bone and tissue loss. Significant bone loss was seen intraoperatively and trunnion corrosion with implant metal loss of the trunnion and neck were noted. Metal levels were cited but not provided in the medical record. Device or procedure related adverse event: revision surgery for trunnionosis root cause and confirmation: a revision surgery can be confirmed. Metallosis and bone loss can be confirmed. Trunnion wear was confirmed in the operative note. Increased metal levels cannot be confirmed. The root cause appeared to be trunnionosis via a corrosive mechanism between the tmzf stem and the lfit head. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical information by a clinical consultant indicated: conclusion of assessment: a revision surgery was performed for metallosis with bone and tissue loss. Significant bone loss was seen intraoperatively and trunnion corrosion with implant metal loss of the trunnion and neck were noted. Metal levels were cited but not provided in the medical record. Device or procedure related adverse event: revision surgery for trunnionosis root cause and confirmation: a revision surgery can be confirmed. Metallosis and bone loss can be confirmed. Trunnion wear was confirmed in the operative note. Increased metal levels cannot be confirmed. The root cause appeared to be trunnionosis via a corrosive mechanism between the tmzf stem and the lfit head. The stem trunnion is worn. Damage consistent with loss of taper lock. Damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. This has been documented as part of CAPA. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.